Event description:
It was reported that prior to a biopsy procedure, when attaching the encor probe to the fire forward and attaching the fire forward to the mammo unit, the sample was allegedly started without the healthcare provider selecting the sampling button nor stepping on the foot pedal. It was further reported that they could not enter the patient as the machine allegedly kept on wanting to restore vacuum and just kept on sampling until they removed the probe from the fire forward or when removing the probe and the fire forward together from the mammo unit. Furthermore, they tried two encor probes to understand if this was a probe error or a encor unit driver error. Evidently, it seems to be encor unit driver error and not probe error. There was no patient contact.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor enspire was received for evaluation. The encor enspire was visually inspected upon receipt and was found not damaged. The device was functionally tested and passed the tests as all systems working perfectly during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported sampling on its own issue and restore vacuum error issue. The root cause for the reported sampling on its own issue and restore vacuum error issue cannot be determined as the problem could not be reproduced. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, when attaching the encor probe to the fire forward and attaching the fire forward to the mammo unit, the sample was allegedly started without the healthcare provider selecting the sampling button nor stepping on the foot pedal. It was further reported that they could not enter the patient as the machine allegedly kept on wanting to restore vacuum and just kept on sampling until they removed the probe from the fire forward or when removing the probe and the fire forward together from the mammo unit. Furthermore, they tried two encor probes to understand if this was a probe error or a encor unit driver error. Evidently, it seems to be encor unit driver error and not probe error. There was no patient contact.